Event description:
It was reported that four (4) prismaflex accessory drain bags (5l) were observed to be open along the bag sealing and leaked fluid during hemodialysis therapy. The leakage occurred at the pump connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed one defective bag with indication of the location of the leak at the gluing of the bottom of the bag close to the bottom drain tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the bag defect was determined to be related to component manufacturing. Should additional relevant information become available, a supplemental report will be submitted.